Event description:
It was reported that a patient underwent a right total hip replacement on (B)(6) 2021 and a barbed suture was used on the subcutaneous layer for closure. Post-op, the wound reopened at the proximal end of the incision. The patient called clinic on (B)(6) 2021 and complained of oozing coming from his incision. The skin edges were red and inflamed around the site of dehiscence. There was yellow puss within the incision. The patient had not experienced a fever or any similar signs of infection. The patient was prescribed keflex and was instructed to apply betadine to the incision. On (B)(6) 2021, the patient returned to clinic and was re-evaluated. Upon re-evaluation the incision had healed significantly. Dr. Armstrong decided that an irrigation and debridement of the incision was unnecessary which was initially planned for (B)(6) 2022. It was stated that the fascia appears to be intact, only the fat and skin layer have been effected. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was received: procedure: right total hip arthroscopy, procedure date: (B)(6) 2021, gender: male, weight: 240 lbs, bmi: 32.5, age: (B)(6). Pt called clinic on 12/27/21 and complained of oozing coming from his incision. Pt was prescribed keflex and was instructed to apply betadine to the incision. On (B)(6) 2021 pt returned to clinic and was re-evaluated. Upon re-evaluation the incision had healed significantly. (B)(6) decided that an irrigation and debridement of the incision was unnecessary. Additional information was requested and the following was obtained: lot number for stratafix spiral monocryl plus - sxmp1b111? Lot number for stratafix spiral pds plus - sxpp1b411? Unknown was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown what tissue dehisced? Subcutaneous and subcuticular how was the skin closed? It was closed with sxmp1b111. Proper initiation and termination of the suture was performed. Note: events reported in 2210968-2022-00593.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is the patient's current status? The patient is still in their conservative care phase.